Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported vitreous cutter was unable to cut during a vitrectomy surgery. The condition of aspiration was unknown. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
One opened vitrectomy probe was received, without a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with orange/brownish foreign material on the port face. The sample was then functionally tested for actuation and cut. The actuation and cut functionalities of the returned probe were unable to be tested due to the broken port of the inner cutter. The probe was disassembled and the components inspected. The degree of wear could not be determined due to the broken port of the inner cutter. Wear marks observed at one location on the inner cutter. Orange/brownish foreign material observed on the port face. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The cut and actuation functionalities of the returned probe were unable to be tested due to the broken of the inner cutter, which caused part of the cutter to be missing and; therefore, not present in the port of the needle when the cutter was actuated. Furthermore, the broken inner cutter port could have caused the probe to not cut at the time the reported event was observed. How and when the tip of the inner cutter broke cannot be determined from the evaluation performed; therefore, a root cause for customer complaint issue cannot be determined. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).